Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031911) on 25-oct-2013. The most recent information was received on 13-jun-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ perforation (fallopian tube(s))"), embedded device ("left coil had moved / left coil could not be seen / migration/ embedded in uterus"), haemorrhage in pregnancy ("spotting at 9 weeks gestational age"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 3, para 4) who had essure (batch no. 721046) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing one of the coils" and device ineffective "device failed/ failure to occlude (close) fallopian tube(s)". The patient's past medical history included twin pregnancy in 2000, c-section in 2000, pregnancy in 2002, multigravida in 2002, foot surgery, multiparous, uterine prolapse and seasonal allergy. Concurrent conditions included uterine scar and neural tube defect. Concomitant products included cilest (trinessa) since 2010 and medroxyprogesterone acetate (depo-provera)5-may-2010 to 2011. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("left sided pain"). In may 2013, the patient experienced the first episode of pelvic pain ("high pelvic stabbing pain with movement") and pelvic discomfort ("fells like she is rolling on something when moving"). In 2013, the patient experienced the second episode of pelvic pain ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age / pain"), burning sensation ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), tenderness ("tenderness"), groin pain ("groin pain"), arthralgia ("joint pain"), breast tenderness ("breast tenderness"), ovulation pain ("ovulatory pain"), insomnia ("difficulty sleeping"), joint swelling ("joint swelling") and breast discharge ("breast discharge"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and device expulsion ("one coil went through a fallopian tube and ended up in douglas cul de sac"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with back pain, depression ("depressio"), anxiety ("anxiety"), weight increased ("weight gain"), seborrhoeic keratosis ("seborrheic keratosis"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. In 2012, the haemorrhage in pregnancy had resolved. In may 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, abdominal pain, burning sensation, depression, anxiety, weight increased, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, seborrhoeic keratosis, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, headache, tenderness, groin pain, arthralgia, breast tenderness, ovulation pain, insomnia, joint swelling, breast discharge, device expulsion and abdominal pain lower outcome was unknown, the embedded device and pelvic discomfort had not resolved and the last episode of pelvic pain and fatigue had resolved. The pregnancy outcome was reported as a live birth of a healthy child. 4353.6g was the reported birth weight. The apgar scores were 7, 9 and -1 (at 1, 5 and 10 minutes). The reporter provided no causality assessment for abdominal pain, burning sensation, embedded device, haemorrhage in pregnancy, pelvic discomfort, pregnancy with contraceptive device, the first episode of pelvic pain and the second episode of pelvic pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, breast discharge, breast tenderness, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, insomnia, joint swelling, menorrhagia, migraine, ovulation pain, seborrhoeic keratosis, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2013, surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on 24-sep-2010: concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, perforation (confirming embbedment). Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record were received. Events per pfs: perforation (fallopian tube(s)), embedded in uterus, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), seborrheic keratosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bloating, hair loss, migraines, headaches, tenderness, groin pain, joint pain, breast tenderness, ovulatory pain, difficulty sleeping, joint swelling, breast discharge, one coil went through a fallopian tube and ended up in my douglas cul de sac, cramping and had trouble placing one of the coils. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw (B)(4)) on 25-oct-2013. The most recent information was received on 9-jul-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ perforation (fallopian tube(s))"), embedded device ("left coil had moved / left coil could not be seen / migration/ embedded in uterus"), device dislocation ("one coil went through a fallopian tube and ended up in douglas cul de sac"), haemorrhage in pregnancy ("spotting at 9 weeks gestational age"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 3, para 4) who had essure (batch no. 721046) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing one of the coils" and device ineffective "device failed/ failure to occlude (close) fallopian tube(s)". The patient's past medical history included twin pregnancy in 2000, c-section in 2000, pregnancy in 2002, multigravida in 2002, foot surgery, multiparous, uterine prolapse and seasonal allergy. Concurrent conditions included uterine scar and neural tube defect. Concomitant products included cilest (trinessa) since 2010 and medroxyprogesterone acetate (depo-provera)5-may-2010 to 2011. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("left sided pain"). In (B)(6) 2013, the patient experienced the first episode of pelvic pain ("high pelvic stabbing pain with movement") and pelvic discomfort ("fells like she is rolling on something when moving"). In 2013, the patient experienced the second episode of pelvic pain ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age / pain"), burning sensation ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), tenderness ("tenderness"), groin pain ("groin pain"), arthralgia ("joint pain"), breast tenderness ("breast tenderness"), ovulation pain ("ovulatory pain"), insomnia ("difficulty sleeping"), joint swelling ("joint swelling") and breast discharge ("breast discharge"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with back pain, depression ("depressio"), anxiety ("anxiety"), weight increased ("weight gain"), seborrhoeic keratosis ("seborrheic keratosis"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. In 2012, the haemorrhage in pregnancy had resolved. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, burning sensation, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, seborrhoeic keratosis, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, headache, tenderness, groin pain, arthralgia, breast tenderness, ovulation pain, insomnia, joint swelling, breast discharge and abdominal pain lower outcome was unknown, the embedded device and pelvic discomfort had not resolved and the last episode of pelvic pain and fatigue had resolved. The pregnancy outcome was reported as a live birth of a healthy child. 4353.6g was the reported birth weight. The apgar scores were 7, 9 and -1 (at 1, 5 and 10 minutes). The reporter provided no causality assessment for abdominal pain, burning sensation, embedded device, haemorrhage in pregnancy, pelvic discomfort, pregnancy with contraceptive device, the first episode of pelvic pain and the second episode of pelvic pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, breast discharge, breast tenderness, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, insomnia, joint swelling, menorrhagia, migraine, ovulation pain, seborrhoeic keratosis, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2013, surgical removal of coil(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, perforation (confirming embbedment). Most recent follow-up information incorporated above includes: on 9-jul-2018: following company internal coding review, the reported event one coil went through a fallopian tube and ended up in douglas cul de sac" was recoded to the meddra llt: device dislocation into abdominal cavity. The incidente category of this event was upgraded. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This report was initially received via regulatory authority (reference number: mw5031911) on 25-oct-2013. The most recent information was received on 30-oct-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ perforation (fallopian tube(s))"), embedded device ("left coil had moved / left coil could not be seen / migration/ embedded in uterus"), device dislocation ("one coil went through a fallopian tube and ended up in douglas cul de sac"), haemorrhage in pregnancy ("spotting at 9 weeks gestational age"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 3, para 4) who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing one of the coils" and device ineffective "device failed/ failure to occlude (close) fallopian tube(s)". The patient's past medical history included twin pregnancy in 2000, c-section in 2000, pregnancy in 2002, multigravida in 2002, foot surgery, multiparous, uterine prolapse, seasonal allergy and menarche (at 9). Concurrent conditions included uterine scar, neural tube defect, breast tenderness and urination difficulty. Concomitant products included cilest (trinessa) since 2010 and medroxyprogesterone acetate (depo-provera) (B)(6) 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain ("left sided pain"). On (B)(6) 2012, 2 years 3 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced the first episode of pelvic pain ("high pelvic stabbing pain with movement") and pelvic discomfort ("fells like she is rolling on something when moving"). In 2013, the patient experienced the second episode of pelvic pain ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age / pain"), burning sensation ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), tenderness ("tenderness"), groin pain ("groin pain"), arthralgia ("joint pain"), breast tenderness ("breast tenderness"), ovulation pain ("ovulatory pain"), insomnia ("difficulty sleeping"), joint swelling ("joint swelling") and breast discharge ("breast discharge"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with back pain, depression ("depressio"), anxiety ("anxiety"), weight increased ("weight gain"), seborrhoeic keratosis ("seborrheic keratosis"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (unilateral salpingectomy, surgical removal of coil(s).) And surgery (unilateral salpingectomy, surgical removal of coil(s).). Essure was removed on (B)(6) 2016. In 2012, the haemorrhage in pregnancy had resolved. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, burning sensation, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, seborrhoeic keratosis, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, headache, tenderness, groin pain, arthralgia, breast tenderness, ovulation pain, insomnia, joint swelling, breast discharge and abdominal pain lower outcome was unknown, the embedded device and pelvic discomfort had not resolved and the last episode of pelvic pain and fatigue had resolved. The pregnancy outcome was reported as a live birth of a healthy child. 4353.6g was the reported birth weight. The apgar scores were 7, 9 and -1 (at 1, 5 and 10 minutes). The reporter provided no causality assessment for abdominal pain, burning sensation, embedded device, haemorrhage in pregnancy, pelvic discomfort, pregnancy with contraceptive device, the first episode of pelvic pain and the second episode of pelvic pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, breast discharge, breast tenderness, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, insomnia, joint swelling, menorrhagia, migraine, ovulation pain, seborrhoeic keratosis, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2013, surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, perforation (confirming embbedment). Lot number: 472315 is invalid. Lot number: 635578 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031911) on 25-oct-2013. The most recent information was received on 08-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s))'), embedded device ('left coil had moved / left coil could not be seen / migration/ embedded in uterus'), device dislocation ('one coil went through a fallopian tube and ended up in douglas cul de sac/ one of the coil had moved/migrated to my uterus'), haemorrhage in pregnancy ('spotting at 9 weeks gestational age') and pregnancy with contraceptive device ('pregnant/got pregnant with essure with one or more babies') in a 34-year-old female patient who had essure (batch no. 721046,472315-inv,635578-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing one of the coils" and device ineffective "device failed/ failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida in 2002, pregnancy in 2002, c-section in 2000, twin pregnancy in 2000, foot surgery, multiparous, uterine prolapse, seasonal allergy and menarche (at 9). Concurrent conditions included uterine scar, neural tube defect, breast tenderness and urination difficulty. Concomitant products included ethinylestradiol;norgestimate (trinessa) since 2010 and medroxyprogesterone acetate (depo-provera) (B)(6) 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain ("left sided pain"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced pain pelvic ("high pelvic stabbing pain with movement") and pelvic discomfort ("fells like she is rolling on something when moving"). In 2013, the patient experienced pelvic pain female ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age / pain"), burning sensation ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), tenderness ("tenderness"), groin pain ("groin pain"), arthralgia ("joint pain"), breast tenderness ("breast tenderness"), ovulation pain ("ovulatory pain"), insomnia ("difficulty sleeping"), joint swelling ("joint swelling") and breast discharge ("breast discharge"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with back pain, depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("cramping"), ovarian cyst ("corpus luteum cyst"), dysgeusia ("metal taste in mouth"), myalgia ("muscle pain"), breast swelling ("breast swelling ") and skin mass ("dry skin bump on backs of arms") and was found to have weight increased ("weight gain"), seborrhoeic keratosis ("seborrheic keratosis") and weight decreased ("lost 30 pounds"). The patient was treated with surgery (c-section and unilateral salpingectomy, surgical removal of coil(s).). Essure was removed on (B)(6) 2016. In 2012, the haemorrhage in pregnancy had resolved. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, burning sensation, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, seborrhoeic keratosis, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, tenderness, groin pain, breast tenderness, ovulation pain, insomnia, joint swelling, breast discharge, abdominal pain lower, weight decreased, ovarian cyst, dysgeusia, myalgia and skin mass outcome was unknown, the embedded device, pain pelvic and pelvic discomfort had not resolved, the pelvic pain female, fatigue, abdominal distension and arthralgia had resolved and the breast swelling was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 4353.6g was the reported birth weight. The apgar scores were 7, 9 and -1 (at 1, 5 and 10 minutes). The reporter provided no causality assessment for abdominal pain, burning sensation, embedded device, haemorrhage in pregnancy, pain pelvic, pelvic discomfort, pregnancy with contraceptive device and pelvic pain female with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, breast discharge, breast swelling, breast tenderness, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, insomnia, joint swelling, menorrhagia, migraine, myalgia, ovarian cyst, ovulation pain, seborrhoeic keratosis, skin mass, tenderness, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2013, surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occlusion (dye did not get past the scar tissue) but the left coil had moved. Pregnancy test - in 2012: positive. Heartbeat could not be seen (at 5 weeks of gestational age). 6 weeks gestational age, a heartbeat was present; on (B)(6) 2016: results: negative. Ultrasound scan vagina - in (B)(6) 2013: left coil could not be seen (right coil had been removed at the time of the c-section, the left coil wasn't seen at that time). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, perforation (confirming embedment). Concerning the injuries reported in this case, the following ones were reported via social media -weight loss, ovarian cyst, dysgeusia, myalgia , breast swelling, skin mass. Lot number: 472315 is invalid. Lot number: 635578 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: all the information from deletion case (B)(4) was transferred to this case. New reporters, reference section and all the source documents were added. Legacy device report num: (B)(4) was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5031911) on 25-oct-2013. The most recent information was received on 16-oct-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ perforation (fallopian tube(s))"), embedded device ("left coil had moved / left coil could not be seen / migration/ embedded in uterus"), device dislocation ("one coil went through a fallopian tube and ended up in douglas cul de sac"), haemorrhage in pregnancy ("spotting at 9 weeks gestational age"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 3, para 4) who had essure (batch no. 721046,635578,472315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing one of the coils" and device ineffective "device failed/ failure to occlude (close) fallopian tube(s)". The patient's past medical history included twin pregnancy in 2000, c-section in 2000, pregnancy in 2002, multigravida in 2002, foot surgery, multiparous, uterine prolapse, seasonal allergy and menarche (at 9). Concurrent conditions included uterine scar, neural tube defect, breast tenderness and urination difficulty. Concomitant products included cilest (trinessa) since 2010 and medroxyprogesterone acetate (depo-provera) (B)(6) 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain ("left sided pain"). On (B)(6) 2012, 2 years 3 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced the first episode of pelvic pain ("high pelvic stabbing pain with movement") and pelvic discomfort ("fells like she is rolling on something when moving"). In 2013, the patient experienced the second episode of pelvic pain ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age / pain"), burning sensation ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), tenderness ("tenderness"), groin pain ("groin pain"), arthralgia ("joint pain"), breast tenderness ("breast tenderness"), ovulation pain ("ovulatory pain"), insomnia ("difficulty sleeping"), joint swelling ("joint swelling") and breast discharge ("breast discharge"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with back pain, depression ("depressio"), anxiety ("anxiety"), weight increased ("weight gain"), seborrhoeic keratosis ("seborrheic keratosis"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (unilateral salpingectomy, surgical removal of coil(s).) And surgery (unilateral salpingectomy, surgical removal of coil(s).). Essure was removed on (B)(6) 2016. In 2012, the haemorrhage in pregnancy had resolved. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, burning sensation, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, seborrhoeic keratosis, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, headache, tenderness, groin pain, arthralgia, breast tenderness, ovulation pain, insomnia, joint swelling, breast discharge and abdominal pain lower outcome was unknown, the embedded device and pelvic discomfort had not resolved and the last episode of pelvic pain and fatigue had resolved. The pregnancy outcome was reported as a live birth of a healthy child. 4353.6g was the reported birth weight. The apgar scores were 7, 9 and -1 (at 1, 5 and 10 minutes). The reporter provided no causality assessment for abdominal pain, burning sensation, embedded device, haemorrhage in pregnancy, pelvic discomfort, pregnancy with contraceptive device, the first episode of pelvic pain and the second episode of pelvic pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, breast discharge, breast tenderness, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, insomnia, joint swelling, menorrhagia, migraine, ovulation pain, seborrhoeic keratosis, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2013, surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, perforation (confirming embbedment). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: reporter, new lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5031911) on 25-oct-2013. The most recent information was received on 29-aug-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ perforation (fallopian tube(s))"), embedded device ("left coil had moved / left coil could not be seen / migration/ embedded in uterus"), device dislocation ("one coil went through a fallopian tube and ended up in douglas cul de sac"), haemorrhage in pregnancy ("spotting at 9 weeks gestational age"), pregnancy with contraceptive device ("pregnant") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 3, para 4) who had essure (batch no. 721046) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing one of the coils" and device ineffective "device failed/ failure to occlude (close) fallopian tube(s)". The patient's past medical history included twin pregnancy in 2000, c-section in 2000, pregnancy in 2002, multigravida in 2002, foot surgery, multiparous, uterine prolapse and seasonal allergy. Concurrent conditions included uterine scar and neural tube defect. Concomitant products included cilest (trinessa) since 2010 and medroxyprogesterone acetate (depo-provera)(B)(6)2010 to 2011. On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("left sided pain"). In (B)(6)2013, the patient experienced the first episode of pelvic pain ("high pelvic stabbing pain with movement") and pelvic discomfort ("fells like she is rolling on something when moving"). In 2013, the patient experienced the second episode of pelvic pain ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age / pain"), burning sensation ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), tenderness ("tenderness"), groin pain ("groin pain"), arthralgia ("joint pain"), breast tenderness ("breast tenderness"), ovulation pain ("ovulatory pain"), insomnia ("difficulty sleeping"), joint swelling ("joint swelling") and breast discharge ("breast discharge"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with back pain, depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), seborrhoeic keratosis ("seborrheic keratosis"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6)2016. In 2012, the haemorrhage in pregnancy had resolved. In (B)(6)2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, burning sensation, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, seborrhoeic keratosis, dysmenorrhoea, dyspareunia, abdominal distension, alopecia, migraine, headache, tenderness, groin pain, arthralgia, breast tenderness, ovulation pain, insomnia, joint swelling, breast discharge and abdominal pain lower outcome was unknown, the embedded device and pelvic discomfort had not resolved and the last episode of pelvic pain and fatigue had resolved. The pregnancy outcome was reported as a live birth of a healthy child. 4353.6g was the reported birth weight. The apgar scores were 7, 9 and -1 (at 1, 5 and 10 minutes). The reporter provided no causality assessment for abdominal pain, burning sensation, embedded device, haemorrhage in pregnancy, pelvic discomfort, pregnancy with contraceptive device, the first episode of pelvic pain and the second episode of pelvic pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, breast discharge, breast tenderness, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, insomnia, joint swelling, menorrhagia, migraine, ovulation pain, seborrhoeic keratosis, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6)2013, surgical removal of coil(s) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6)2010: concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, perforation (confirming embedment). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031911) on 25-oct-2013. The most recent information was received on 06-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s))'), embedded device ('left coil had moved / left coil could not be seen / migration/ embedded in uterus'), device dislocation ('one coil went through a fallopian tube and ended up in douglas cul de sac/ one of the coil had moved'), haemorrhage in pregnancy ('spotting at 9 weeks gestational age') and pregnancy with contraceptive device ('pregnant') in a 34-year-old female patient who had essure (batch no. 721046,472315-inv,635578-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing one of the coils" and device ineffective "device failed/ failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida in 2002, pregnancy in 2002, c-section in 2000, twin pregnancy in 2000, foot surgery, multiparous, uterine prolapse, seasonal allergy and menarche (at 9). Concurrent conditions included uterine scar, neural tube defect, breast tenderness and urination difficulty. Concomitant products included ethinylestradiol;norgestimate (trinessa) since 2010 and medroxyprogesterone acetate (depo-provera)5-(B)(6) 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain ("left sided pain"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced pain pelvic ("high pelvic stabbing pain with movement") and pelvic discomfort ("fells like she is rolling on something when moving"). In 2013, the patient experienced pelvic pain female ("pain in pelvis and a radiating burning sensation at (B)(6) weeks of gestational age / pain"), burning sensation ("pain in pelvis and a radiating burning sensation at (B)(6) weeks of gestational age"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), tenderness ("tenderness"), groin pain ("groin pain"), arthralgia ("joint pain"), breast tenderness ("breast tenderness"), ovulation pain ("ovulatory pain"), insomnia ("difficulty sleeping"), joint swelling ("joint swelling") and breast discharge ("breast discharge"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with back pain, depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("cramping"), ovarian cyst ("corpus luteum cyst"), dysgeusia ("metal taste in mouth"), myalgia ("muscle pain"), breast swelling ("breast swelling ") and skin mass ("dry skin bump on backs of arms") and was found to have weight increased ("weight gain"), seborrhoeic keratosis ("seborrheic keratosis") and weight decreased ("lost 30 pounds"). The patient was treated with surgery (c-section and unilateral salpingectomy, surgical removal of coil(s).). Essure was removed on (B)(6) 2016. In 2012, the haemorrhage in pregnancy had resolved. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, burning sensation, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, seborrhoeic keratosis, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, tenderness, groin pain, breast tenderness, ovulation pain, insomnia, joint swelling, breast discharge, abdominal pain lower, weight decreased, ovarian cyst, dysgeusia, myalgia and skin mass outcome was unknown, the embedded device, pain pelvic and pelvic discomfort had not resolved, the pelvic pain female, fatigue, abdominal distension and arthralgia had resolved and the breast swelling was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 4353.6g was the reported birth weight. The apgar scores were 7, 9 and -1 (at 1, 5 and 10 minutes). The reporter provided no causality assessment for abdominal pain, burning sensation, embedded device, haemorrhage in pregnancy, pain pelvic, pelvic discomfort, pregnancy with contraceptive device and pelvic pain female with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, breast discharge, breast swelling, breast tenderness, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, insomnia, joint swelling, menorrhagia, migraine, myalgia, ovarian cyst, ovulation pain, seborrhoeic keratosis, skin mass, tenderness, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2013, surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occlusion (dye did not get past the scar tissue) but the left coil had moved. Pregnancy test - in 2012: positive. Heartbeat could not be seen (at (B)(6) weeks of gestational age). (B)(6) weeks gestational age, a heartbeat was present; on (B)(6) 2016: results: negative. Ultrasound scan vagina - in (B)(6) 2013: left coil could not be seen (right coil had been removed at the time of the c-section, the left coil wasn't seen at that time). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, perforation (confirming embedment). Concerning the injuries reported in this case, the following ones were reported via social media -weight loss, ovarian cyst, dysgeusia, myalgia , breast swelling, skin mass. Lot number: 472315 is invalid. Lot number: 635578 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: new events lost 30 pounds, corpus luteum cyst, metal taste in mouth, muscle pain, breast swelling, dry skin bump on backs of arms were added. Outcome of updated to recovered / resolved. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031911) on 25-oct-2013. The most recent information was received on 12-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ perforation (fallopian tube(s))'), embedded device ('left coil had moved / left coil could not be seen / migration/ embedded in uterus'), device dislocation ('one coil went through a fallopian tube and ended up in douglas cul de sac/ one of the coil had moved/migrated to my uterus'), haemorrhage in pregnancy ('spotting at 9 weeks gestational age') and pregnancy with contraceptive device ('pregnant/got pregnant with essure with one or more babies') in a 34-year-old female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had trouble placing one of the coils" and device ineffective "device failed/ failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida in 2002, pregnancy in 2002, c-section in 2000, twin pregnancy in 2000, foot surgery, multiparous, uterine prolapse, seasonal allergy and menarche (at 9). Concurrent conditions included uterine scar, neural tube defect, breast tenderness and urination difficulty. Concomitant products included ethinylestradiol;norgestimate (trinessa) since 2010 and medroxyprogesterone acetate (depo-provera)(B)(6) 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant) and abdominal pain ("left sided pain"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced pain pelvic ("high pelvic stabbing pain with movement") and pelvic discomfort ("fells like she is rolling on something when moving"). In 2013, the patient experienced pelvic pain female ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age / pain"), burning sensation ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), tenderness ("tenderness"), groin pain ("groin pain"), arthralgia ("joint pain"), breast tenderness ("breast tenderness"), ovulation pain ("ovulatory pain"), insomnia ("difficulty sleeping"), joint swelling ("joint swelling") and breast discharge ("breast discharge"). In 2016, the patient experienced device dislocation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with back pain, depression ("depressio"), anxiety ("anxiety"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("cramping"), ovarian cyst ("corpus luteum cyst"), dysgeusia ("metal taste in mouth"), myalgia ("muscle pain"), breast swelling ("breast swelling ") and skin mass ("dry skin bump on backs of arms") and was found to have weight increased ("weight gain"), seborrhoeic keratosis ("seborrheic keratosis") and weight decreased ("lost 30 pounds"). The patient was treated with surgery (c-section and unilateral salpingectomy, surgical removal of coil(s).). Essure was removed on (B)(6) 2016. In 2012, the haemorrhage in pregnancy had resolved. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, burning sensation, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, seborrhoeic keratosis, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, tenderness, groin pain, breast tenderness, ovulation pain, insomnia, joint swelling, breast discharge, abdominal pain lower, weight decreased, ovarian cyst, dysgeusia, myalgia and skin mass outcome was unknown, the embedded device, pain pelvic and pelvic discomfort had not resolved, the pelvic pain female, fatigue, abdominal distension and arthralgia had resolved and the breast swelling was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. 4353.6g was the reported birth weight. The apgar scores were 7, 9 and -1 (at 1, 5 and 10 minutes). The reporter provided no causality assessment for abdominal pain, burning sensation, embedded device, haemorrhage in pregnancy, pain pelvic, pelvic discomfort, pregnancy with contraceptive device and pelvic pain female with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, breast discharge, breast swelling, breast tenderness, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, insomnia, joint swelling, menorrhagia, migraine, myalgia, ovarian cyst, ovulation pain, seborrhoeic keratosis, skin mass, tenderness, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: (B)(6) 2013, surgical removal of coil(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occlusion (dye did not get past the scar tissue) but the left coil had moved.. Pregnancy test - in 2012: positive heartbeat could not be seen (at 5 weeks of gestational age) 6 weeks gestational age, a heartbeat was present; on (B)(6) 2016: results: negative. Ultrasound scan vagina - in (B)(6) 2013: left coil could not be seen (right coil had been removed at the time of the c-section, the left coil wasn't seen at that time).. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, perforation (confirming embbedment). Concerning the injuries reported in this case, the following ones were reported via social media -weight loss, ovarian cyst, dysgeusia, myalgia , breast swelling, skin mass lot number: 472315 is invalid. Lot number: 635578 is invalid. Batch numbers are invalid 635578 and 472315. Lot number: 721046 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5031911) on 25-oct-2013. The most recent information was received on 10-nov-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("left coil had moved / left coil could not be seen / migration"), haemorrhage in pregnancy ("spotting at 9 weeks gestational age") and pregnancy with contraceptive device ("pregnant") in a (B)(6) female patient (gravida 3, para 4) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "device failed". The patient's past medical history included twin pregnancy in 2000, c-section in 2000, pregnancy in 2002 and multigravida in 2002. In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("left sided pain"). In (B)(6) 2013, the patient experienced the first episode of pelvic pain ("high pelvic stabbing pain with movement") and pelvic discomfort ("fells like she is rolling on something when moving"). In 2013, the patient experienced the second episode of pelvic pain ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age / pain") and burning sensation ("pain in pelvis and a radiating burning sensation at 36 weeks of gestational age"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2013. In 2012, the haemorrhage in pregnancy had resolved. In (B)(6) 2013, the pregnancy with contraceptive device had resolved. At the time of the report, the perforation, abdominal pain, the last episode of pelvic pain, burning sensation, depression, anxiety and weight increased outcome was unknown and the device dislocation and pelvic discomfort had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) g was the reported birth weight. The apgar scores were 7, 9 and -1 (at 1, 5 and 10 minutes). The reporter considered anxiety, depression, perforation and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain, burning sensation, device dislocation, haemorrhage in pregnancy, pelvic discomfort, pregnancy with contraceptive device, the first episode of pelvic pain and the second episode of pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Quality-safety evaluation of ptc: result and assessment of the product technical complaint investigation received on 26-jan-2014: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(6).¿ (B)(4). Medical assessment: the reported medical events are not indicative for a quality deficit per se. Contraceptive failure may occur under any contraceptive. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿ . In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 10-nov-2017: follow up from summons received- case upgraded as incident. Device incident category was added for all the events. New events perforation, depression and anxiety, weight gain and pain were added. Events pain and migration clubbed with earlier events. New legal lawyer were added. (B)(4)". Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.